Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date. Customer¿s blood glucose level was 570 mg/dl at the time of event and current blood glucose level was 307 mg/dl. Customer was treated with intravenous drips due to diabetic ketoacidosis. Troubleshooting was declined. The insulin pump will be returned for analysis.